Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shocking impedance on this right ventricular (rv) lead was high out of range. Boston scientific technical services provided advice to the clinician. No interventions or adverse patient effects have been reported. This rv lead and the associated cardiac resynchronization therapy defibrillator (crt-d) remain in service.